Event description:
A report was received from a user facility in (B)(6) indicating that during a cataract procedure, the doctor saw plastic like debris entering the pt's eye. The debris was removed without any consequences or impact to the pt.

Manufacturer narrative:
The handpiece was not returned to b+l for eval. The mfg records were reviewed and no anomalies or discrepancies were noted. The handpiece met specification at the time of release.